Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the device lost power during a user test but did not duplicate the reported issue of the device powering back on. It was however observed that once the device was powered back on, the display was fuzzy and the device was slow to respond. Physio then replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device lost power during a user test. The customer further indicated that the device would not power back on after the loss of power. There was no report of any patient use associated with the reported issue.